Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that no image was displayed due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported that the image did not appear on the 4k autoclavable camera head and this was an out of box failure. This event was found during receipt inspection and therefore, no patient involvement.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the sales representative reported there was no visible damage to the camera head or contacts and another camera worked find with the video system. The camera head was wiped down with a prep pad and the color bars did not disappear. When the camera was plugged in again, the color bars did not disappear. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a faulty cable. Also, evaluation found the rubber part of the housing was peeled, switch depression for button #2 was intermittent due to a worn out switch board, and the label on the rear cover was faded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.